Event description:
It was reported that the patient was having issues connecting to their merlin@home remote monitor. Further information was requested but was not available at this time.

Manufacturer narrative:
Please retract this MFR # 2017865-2023-23452 as there is no device malfunction.

Event description:
New information received notes the patient was evaluated in clinic and the inability to connect was due to a radio frequency (rf) telemetry lockout. This was normal device function where the device switches from high speed telemetry to slow speed telemetry to save battery. The rf lockout alert was cleared and interrogation was successful using rf telemetry. A manual transmission was attempted and was also successful. There was no device malfunction or injury to the patient. The patient was asymptomatic.